Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error logs. The fse was able to reproduce the complaint because the tip door would not close properly. The issue was resolved by tightening and adjusting the loose door hinge screws. The instrument was validated by performing quality control (qc) and the results passed and were within published ranges. Per the fse, error 0102 tip scan failure occurred because error 2201 tip sorter door not closed occurred first. When error 2201 is fixed, error 0102 goes away. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 12dec2019 through aware date of (B)(6) 2021. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under section 04 - error messages states the following: [2201] tip sorter door not closed. Cause: the tip-sorter door open-close sensor detected an open slate. The sorter stopped operation. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was loose screws on tip door hinges.

Event description:
Customer reported an error 2201 tip sorter door not closed and error 0102 tip scan failure. There were no obstructions observed. The aia-2000 instrument is down; however, customer has another aia-2000 instrument which is operating error free. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting alpha-fetoprotein (afp), human chorionic gonadotropin (hcg), and beta human chorionic gonadotropin (bhcg) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.